Event description:
A customer contacted beckman coulter regarding falsely high platelet (plt) results from a single patient samples that were generated by the coulter ac t 5diff autoloader hematology analyzer. The initial plt result was 424 x 10 to the third power cells/ul and 299 x 10 to the third power cells/ul upon repeat. The initial result was printed with an "h", operator defined flag. (H-result is above the patient limit set by your laboratory and may generate an interpretive message on the printout). A fresh sample was collected from the patient and tested for plt and a result of 305 x 10 to the third power cells/ul was obtained. The result was considered correct. A third sample was collected from the patient and tested for plt: the initial result of 374 x 10 to the third power cells/ul was printed with an "h" flag, and the repeated result was 287 x 10 to the third power cells/ul. The erroneous results were not reported out of the lab, and there was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Pre-analytical sample handling and system information was not provided. The erroneous plt results occurred in a primary mode of operation. Customer reruns patient samples when plt results are outside the patient limits set by the lab. No additional information regarding his event was provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.